Manufacturer narrative:
Section h10: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed visually. A functional evaluation was performed. Testing of the console observed that the image seemed choppy during one of the cases, however this issue could not be reproduced upon further testing. A log file review was performed. The reported problem was not confirmed. Reviewing logs and screenshots from this event determined that the femur bone model was not visible during one of the screenshots, however there is no evidence that the cori froze during the case. A software review was performed. The reported problem was confirmed. Review of system log files from the console found gpu display errors relating to loss of video feed. These errors are recurring and frequent in the logs and would have caused interruption to the video feed or a black screen to appear. Although a definitive cause could not be established through visual or functional evaluation, system log files show that the console was experiencing loss of video feed due to graphics processing unit errors. This is consistent with the choppy video feed observed during testing as well as a perceived freezing when video feed is delayed or interrupted. Possible causes for these errors may have been from a physical hardware fault, a firmware or driver error, or overheating of the graphics processor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Event description:
It was reported that during a cori-assisted tka, the real intelligence cori freeze; once during femur mesh collection and second time during burring. Surgery was performed after a non-significant delay, by rebooting the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).